Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported the non-osseointegration of a dental implant 3 months after its installation in intraoral region # 4/3. Immediate load was not performed.